Manufacturer narrative:
The lens was not fully implanted; it was inserted and removed. Device evaluation: the product was discarded by the customer; therefore it was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of a pcb00 intraocular lens (iol) the surgeon observed large gashes on the iol. The iol was removed and a new lens of the same model and diopter was implanted. There was no injury to the patient and the lens was not saved after being removed. No additional information was provided to abbott medical optics.